Manufacturer narrative:
(B)(4).

Event description:
T was now provided that the physician indicated the patient was feeling ¿very good,¿ his spasticity went down, and the patient was to return for the first refill in september. At that time an x-ray will be performed. If the pump cannot be flipped the patient will be considered for a surgical revision to flip the pump. Should additional information be received, a supplemental report will be filed.

Event description:
Further, the patient did not/does not have symptoms and the cause of the event was unknown. Additional information was requested to determine the resolution. Should additional information be received ,a supplemental report will be submitted.

Event description:
It was later provided that the pump had flipped. The physician performed the refill with x-ray, which went well, and also flipped it successfully. The physicians did not want to operate on this patient since he has had a history of infections and "lots of other problems." Clarification was requested to determine if the patient's infections and other problems were related to the implanted device system and/or therapy. No further information was available at the time of the report. Should additional information be received, a supplemental report will be filed.

Event description:
It was further clarified that the patient¿s previous infections and ¿lots of other problems¿ did not involve nor were connected to the pump. The patient feels great with the pump, has less spasticity, and was very happy.

Event description:
It was reported that the physicians suspected that the pump flipped in this patient. X-rays were taken. Reportedly, there was no patient harm and no action taken at the time of the report. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.